Manufacturer narrative:
Physio further examined the removed system controller pcb assembly and determined that the cause of the reported issue was due to an electrically shorted integrated circuit, designator u62.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to verify the reported issue. Physio replaced the system controller pcb and user interface pcb assemblies and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power their device on, that it would not complete the boot-up process and a service indicator is present. There was no patient use associated with the reported event.